Manufacturer narrative:
The angiosculpt device was returned in two pieces for lab analysis. The device separated approx. 14.5 cm distal to the distal end of the strain relief. There was necking at the location of separation and bunching of the tubing proximal to the rx port. The balloon was not inflated and the guide wire exit port was slightly lifted. It is probable that the excessive exertion of force applied by the user, led to the separation of the angiosculpt device at the proximal location. According to the instructions for use (IFU) for angiosculpt catheter, retained device components is listed as a possible adverse effect of the procedure.

Event description:
The physician attempted to cross the angiosculpt device to the severely calcified lesion, catheter breakage occurred outside of the body. Add¿l info received on (B)(6) 2012: the hospital technician said, ¿there was a great deal of force applied when it snapped.¿